Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unit received with no vibration during selftest, problem isolated to vibrator motor harness assembly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly damaged keypad overlay texture and slightly peeling end cap address label.

Event description:
The customer reported via phone call that they had vibration anomaly. The customer's blood glucose was unknown at the time of incident. The device is expected to be returned for analysis.